Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that the customer had a high blood glucose value of 400 mg/dl. Customer's father stated that the customer was in and out of the hospital middle of january because of diabetic ketoacidosis. The customer did not provide details regarding symptoms and treatment of high blood glucose. Customer declined trouble shoot for high blood glucose. The device will not be returned for analysis.